Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that he had been waking up with blood glucose values in the 50 mg/dl and 60 mg/dl range for the past couple of months. The customer wanted assistance with decreasing his basal rates; he was successfully assisted. Troubleshooting was declined for the low blood glucose. No products were returned or replaced.